Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported patient was diagnosed with bia-alcl, left side chest wall mass with hypermetabolic activity, ¿inguinal lymph nodes were enlarged", large tumor, patient ¿suffered debilitating side effects¿, plummeted white blood cell count, pain, fatigue, weight loss, upper body pain, oral sores, heartburn, and physical deformity, and alleges ¿patient suffered and will continue to suffer severe physical injuries, pain and suffering, emotional distress, mental anguish, [¿]¿, ¿[¿] disability and loss of enjoyment of life, and ¿injuries which are permanent and continuing in nature¿. Device was explanted. Pathological markers confirming alcl have not been received.